Event description:
It was reported that during an unknown procedure, the forceps were inserted into the thorax and opened. The jaws were inserted on either side of an artery. As the forceps closed, the black button was pressed to release the stapling and cutting function. The grey handle was pressed to activate stapling: the pliers did not staple and jammed. The reverse button was pressed to open the pliers, which were successfully used once. This blockage appeared on the second attempt. A new clamp of a different reference was used to complete procedure. No patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 11/12/24; d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device cut the tissue? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9eg2c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2024. Additional information was requested, and the following was obtained: did the device cut the tissue? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? During the first use, the device stapled and cut as usually. At the second use, the device did not staple, did not cut. The jaws were closed, then no other action was not possible. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.